Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained. The customer's expected fasting blood glucose test result range is 75 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 112 and 103 mg/dl. The test strip lot manufacturer's expiration date is 08/31/2016 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).